Event description:
Customer reported thick smoke was emitting from the table and or fire alarm was triggered. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the ts7000 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
Baxter performed an onsite investigation at the hospital. The failure reported was confirmed during the inspection. The failure was resolved by exchange the table further investigation identified the battery was incorrectly installed a couple of days before the event occurred. Following this a collision was possible between the battery and a movable part of the operating table. This collision caused a short circuit inside the battery and caused the lithium ion battery cells to smoke. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery. Based on this, no further actions are necessary.

Event description:
Customer reported thick smoke was emitting from the table and or fire alarm was triggered. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).